Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a homechoice patient (hp) in the USA of umbilical hernia. The hp stated that they began pd therapy with dianeal approximately 5 years ago. The hp stated that they were diagnosed with an umbilical hernia in 2008. On an unreported date in 2008 the hp underwent surgical repair of the umbilical hernia. Additional information was received from the peritoneal dialysis registered nurse (pdrn) regarding this event. The pdrn confirmed that the homechoice patient (hp) experienced swelling around the navel and an umbilical hernia in 2008. The cause of the umbilical hernia was unknown. The hp recovered from this umbilical hernia. The pdrn stated that the hernia was unrelated to pd therapy.

Manufacturer narrative:
(B)(4).. The device in use at the time of this event is unknown; therefore, suspect device info is unknown. A 510(k) number will not be provided in the emdr as the product code and serial number are unknown. The device is not available for evaluation. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The reported problem could not be confirmed and the root cause of this incident could not be determined.